Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer had 54 mg/dl blood glucose reading. Customer woke up with high blood glucose reading. Customer treated their low blood glucose reading with honey and peanut butter. Customer treated their high blood glucose reading with insulin pump and manual injection. The insulin pump suspended at night. Insulin pump will not be returning for analysis.